Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bedside hemodialysis, blood extravasation was found in the right extension tube near the bifurcation of hemodialysis catheter after implanted. There was a blood loss of about 1-5ml but blood transfusion was not required. Flushing was done prior to use and no obvious problems were found. No other products being utilized with the device. Disinfector was the cleaning agent typically utilized to clean the device. Normal disinfection was the insertion site treated with prior to product placement. The cleaning agent allowed to dry thoroughly prior to applying ointment to the area. No other defects/damages found on the product where the leak was observed. Nothing unusual observed on the device prior to use. The hemodialysis was suspended and replaced hemodialysis tube as an intervention to resolved the issue. The patient received normal treatment after follow-up replacement. The catheter was successfully used and the treatment proceeded and completed. There was no reported patient injury.